Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. When the device memory was reviewed, there was no suspicious alerts or resets while implanted. Furthermore, the device was put through and passed the returned products test. (Rpt). A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was explanted due to premature battery depletion (pbd). A new device with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was explanted due to premature battery depletion (pbd). A new device with different model was implanted. No additional adverse patient effects were reported.